Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure, patient had halos and glare. The lens was exchanged with company different lens type after the initial implant procedure. The clinical reason for the explant was inclusions in iol. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).